Manufacturer narrative:
The device has been evaluated and the distal end was found damaged. The evaluation could not determined the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that it was difficult to open the distal of the pipeline during procedure. The pipeline was removed from the patient.no patient injury reported.